Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the inner coil close to the is-1 connector pin. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. In addition, the presence of coagulated blood in the lead was observed in this area, which was most likely introduced into the lead by stylets used during the explantation procedure. Further analysis of the lead did not reveal any irregularity that may have contributed to the reported dislodgement. The values of the parameters measured during the electrical analysis were within the technical specifications. The lead tip showed no peculiarities. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted and replaced due to dislodgement. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.